Event description:
It was reported a spectrum pump had constant air in line alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air in line alarms were able to be reproduced by running the pump with a loaded set. The eval determined this condition was caused by a failed upstream sensor. The fluid number readings from the sensor were found to be below spec which is known to cause false occlusion alarms. The upstream sensor was replaced.